Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the rainbow effect making it hard to read. The customer stated that the insulin pump rejects some new batteries, scratches or damage on the display and reservoir cartridge feels loose or not secure has fall out. Hearing unusual noises different from the normal rewind noises. Had an unexplained and random no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.